Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely there was an unauthorized third-party repair and the insulation insert came loose from the sheath because a different adhesive was used. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer returned the inner sheath, to olympus repair center for evaluation. Ceramic tip glue failure, that was found during reprocessing. The therapeutic prostate resection procedure was completed with the same device. As the problem was found after the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the ceramic tip was loose. After reinstallation, it was restored to normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.